Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also reported that there was blood/body fluid on the outer tubing overlay and in/on the lobe mechanism.

Event description:
It was reported that the lead was found incompatible with patient anatomy during the attempted implant. No patient complications were reported as a result of this event.